Event description:
A malfunction was reported on a pump by the customer. The caller had not experienced any notable events before the malfunction and the error was identified as malfunction code 0, with a fault ID of 0-0x277d. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided guidance to reset the pump, which the caller successfully completed, and the malfunction did not reoccur after the reset. The customer was advised to continue using the pump and to contact support again if the issue reappears.